Event description:
On july 05, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began the previous month at 10:00pm. The cca noted that the patient manages her diabetes with oral medication; however, it not known what action, if any, the patient took regarding her diabetes management as a result of the alleged issue. The patient stated that she had been "feeling low" for the past several days (dates unspecified) and since she was unable to test her blood glucose, she was treating self with "sweets" to raise her blood glucose. The patient further reported that two days prior to original date, two days after the alleged issue started, that she obtained a blood glucose reading of "42 mg/dl" when tested with another device (accuchek meter). At the time of troubleshooting, the cca noted that the subject meter was new and that the patient had replaced the subject meter's battery as recommended in the owner's booklet. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.